Event description:
The complainant reported the automated impella controller (aic) was displaying suboptimal flows and the left ventricle waveforms were low with suction. The team replaced the aic and the waveforms and flows were back to normal limits. Echocardiogram confirmed good position. No harm or injury wasn reported. The patient remained on support with the second console.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.